Manufacturer narrative:
Analysis found the ventricular output connector was broken. It was noted the hanger was missing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.